Event description:
It was reported that the customer experienced difficulty charging the pump with the usb cable. There was no adverse impact to customer¿s blood glucose level. Reportedly, the customer was able to charge the pump with an alternate cable. A replacement cable was sent to customer.

Manufacturer narrative:
Device not returned.